Event description:
Additional information provided by the customer on 23 nov 2020: patient presented to the facility with uti symptoms.

Manufacturer narrative:
Update to b5: additional information provided by customer on 23 nov 2020 indicates patient presented to facility with uti symptoms. Update to b7: additional patient history was provided by customer on 23 nov 2020. Update to d9: devices not available for evaluation. Update to d10: added medications to list. Update to h3: customer did not return devices. Update to h6: health effect - clinical code and health effect - impact code were updated based on the new information received on 23 nov 2020. Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Retain testing and manufacturing record review could not be performed as a lot number could not be obtained. Return testing could not be performed as product was not received for investigation. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information. Case details indicate that the patient was taking the medications amoxicillin, fluticasone, and clindamycin. These substances have not been evaluated for interference with this device. For a list of potentially interfering substances that have been evaluated with this assay, see the interfering substances section of the package insert. Please note, per the package insert, a number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in a serum or urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out.

Manufacturer narrative:
Results pending investigation.

Event description:
On (B)(6) 2020, customer reports obtaining false positive results on the medline hcg combo cassette kit. Exact date of occurrence, number of patients involved and the number of false positive results observed were not provided. No additional information was able to be provided at intake.